Event description:
Litigation papers allege: on or about (B)(6), 2006 and (B)(6), 2006, pt was implanted with right and left pinnacle mom hips respectively. He later experienced pain, weakness and difficulty with simple daily activities. Pt's doctor performed a bone scan, which has shown loosening of the implant and has suggested pt may need a revision surgery.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2016626 did not reveal any related manufacturing anomalies. A search of the complaint database found no additional related reports for the lot codes 1860634, 2140625, a2fe2100, 2186444 or 2177967. Provided medical records have been reviewed. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part/lot information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleged elevated metal ions however there is no values of laboratory. Added stem.